Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The mitraclip instructions for use instructs that the mitraclip nt system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The user error (improper or incorrect procedure or method) was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. All available information was investigated a definitive cause for the reported slda could not be determined. The reported patient effect of worsening tr appears to be due to the slda. There is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient underwent a procedure to treat functional mitral regurgitation (mr) and tricuspid regurgitation (tr). Two mitraclips were implanted in mitral valve, reducing the mr from grade 3-4 to grade 1. The physician then advanced a mitraclip clip delivery system to the tricuspid valve. One clip was implanted on the septal and anterior tricuspid leaflets and the tr was reduced from grade 3 to grade 1. One day post procedure, a transthoracic echocardiogram (tte) was performed and noted a slda. The clip detached from the septal leaflet and remained attached to the anterior leaflet. The tr had increased from grade 1 to grade 2. The patient remained stable and no additional intervention was performed. No additional information was provided.